Manufacturer narrative:
One device was returned for repair. Visual inspection showed the pump was in overall good condition. Service history review identified the device had not been serviced in the past 12 months. The device could not be turned on to retrieve the error log. Functional testing was performed, and the reported problem was replicated. The cause of the problem was the main board. The main board was replaced, and the device passed all functional and accuracy testing.

Event description:
It was reported that the device was unable to turn on. Error code 46221. There was unknown patient involvement and there was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.